Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. At this time, we do not know the part number (s) implanted, or when it was implanted. We have contacted the hospital regarding this, but have not heard back with any details. We do not know if the removal of the pectus bar and anything to do with the patient passing away or not.

Event description:
During a pectus bar removal, patient, passed away.